Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent to treat a lesion during a procedure. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion but excessive force was not used. It was reported that the stent was deformed. The device was used in the patient's body and tried to pass through the lesion several times but failed to cross the lesion. The device was removed from the patient's body and stent deformation was found. The device was replaced with the same model, and the operation was continued. No patient injury was reported.

Manufacturer narrative:
Product analysis: one still image was provided for review. The image appears to show the distal end of a stent device beside another object which appears to be like to a toothpick. There is a slight kink in the mid/distal end of the stent. Due to the poor quality of the image provided, stent deformation cannot be confirmed. Correction: it was also reported that the device failed to deploy/expand at the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.